Event description:
In 2008, the reporter/patient's wife contacted lifescan on behalf of the lay user/patient alleging that the patient's one touch ultra stopped powering on since the month before after it was dropped in water. The medical affairs specialist was unable to reach the reporter and/or the patient for more information. The following information was obtained from the customer care advocate's documentation. On an unspecified date/time, the patient reportedly developed symptoms of sweating, feeling confused, and craving for sweets after the power issue began. He administered self-treatment with food and/or drink. The patient did not receive any other medical intervention nor was tested on any other devices. It is unknown what events led to his symptoms, such as his activity levels, meals, medications, and previous meter readings. It would be helpful to know how the power issue affected his diabetes care regimen (testing frequency and medications). It would also be helpful to know if the patient attempted to test on any other devices or if he tried to obtain a new meter after his meter stopped powering on. The customer care advocate (cca) went through troubleshooting with the patient and noted that there was misuse of the product. Replacement products were still sent to the patient. Based on the provided information, this complaint is being reported because allegedly developed symptoms that can be associated with severe hypoglycemia, after his meter stopped powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.